Manufacturer narrative:
(B)(4). D10: medical product: g7 osseoti 4 hole shell 54mm f: catalog#110010245, lot#ni; avenir cmpl ha ho col size 5: catalog#574202050, lot#ni; unknown neutral liner: catalog#ni, lot#ni. H6: proposed component code: mechanical (g04) - head visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. The delay in reporting is being addressed via CAPA. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via anonymized clinical study data that a patient underwent an initial total hip arthroplasty on an unknown date. Approximately six (6) months post-implantation, the patient began to experience significant pain and stiffness. The patient was prescribed pain medication. Information regarding additional medical intervention has not been provided and the device remains implanted. All available information has been reported.